Event description:
It was reported that the field representative called in for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed the episodes and found the patient received appropriate therapy however, there was some observations of undersensing and oversensing during the event. The shock provided did convert the patient back to normal sinus rhythm. There was no delay to therapy due to sensing of noise. The patient was noted to be in the emergency room (ER) at the time of the event for other reasons and was observed to crash. The patient was noted to be stable. At this time, the system remains in service. No adverse patient effects were reported.